Event description:
After an implantation period of approx. 6 months, it was reported that the ventricular stimulation impedance was too high. During the revision, the connections were checked and the leads were properly connected. Furthermore, the leads were checked with an external device. The measured values of the lead were within the normal range and the device was reconnected to the leads. Impedance was still high. The device was replaced.

Manufacturer narrative:
The device was returned for analysis. First, the manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The pacemaker underwent a status interrogation, and the memory content was analyzed. A documented ventricular lead impedance in both the bipolar and the unipolar lead configuration of higher than 2500 ohm was seen on (B)(6) 2020. On (B)(6), the lead measurement values were as expected, probably after re-contacting. Therefore, the pacemaker was visually inspected in the next step, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions specified in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In the further course of the analysis, the impedance measurement functions of the pacemaker were checked, which showed no anomalies that could be related to the clinical observation. The device functioned according to specifications. In addition, a long-term pacing test was performed. The pacing function showed no anomalies. The device showed no limitations of its ability to provide therapy. In summary, the device was without defects during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.